Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Prior to the initial implant procedure, the patient presented with a tapered neck and compromised renal function, which is outside the indication of use (off-label). A type ia endoleak was detected during final run of the initial case, but the physician elected to conclude the procedure and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. This event is most likely anatomy-related due to the reverse conical neck, thrombus, and calcifications (cautionary product use). The procedure-related harms for this event could not be determined, and the final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.